Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The device was filled with an unspecified solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: correction: the device was filled with fluorouracil. Update to fluorouracil, asku. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be objectively identified due to the nature of the sample; no additional testing could be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.